Manufacturer narrative:
Plant investigation: the 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res calibrated the conductivity cell and temperature sensor to resolve the high conductivity and low temperature issue. The unit passed all functional checks without errors or problems. System self-test completed without issue. Functional testing performed by the res confirmed that the unit was operating properly. The 2008t hd machine has been returned to service at the user facility without issue. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation was not able to identify any device issues that could be associated with the reported event. The evaluation of the complaint device confirmed that the 2008t hd machine functioned fully as designed and met specification.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (biomed) reported that a patient went to the emergency room following hemodialysis (hd) therapy. The following details were provided. The patient was thirsty 3.5 hours into hd therapy. The patient was able to complete treatment. Following treatment, the patient went to the emergency room where it was determined that the patient had elevated sodium levels, hypernatremia. The patient¿s sodium levels came back down to normal. The patient¿s condition is fine. Additionally it was reported that the machine had high conductivity and low temperature. A fresenius regional equipment specialist (res) was called onsite to repair the issues. The res calibrated the conductivity cell and temperature sensor to resolve the issue. Functional testing performed by the res confirmed the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.